Event description:
It was reported that during a hepatectomy procedure, smoke emitted from the tip of the device. Hand switches of two devices were non-functional during surgery. Another device was used to complete the case. There were no adverse consequences to the patient.